Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to unspecified reasons. It was further reported that the patient's previous sling was a dynamesh and was not a boston scientific (bsc) product. There is no complaint regarding a bsc product.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was later implanted with an artificial urinary sphincter (aus) device due to unspecified reasons.